Event description:
One incident of a blood leak with the psn 140 dialyzer. Incident was noted at the start of treatment. Blood was not returned to the patient with amount of blood loss unknown. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention was reported.